Manufacturer narrative:
(B)(4). Ge healthcare service was notified of the reported issue by the customer. The customer resolved the issue prior to ge healthcare arrival at the site. No further information is available regarding the resolution of the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a leak greater than 4.5lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.